Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the basic occlusion and the displacement test. No rewind anomalies noted. However, unit received with loose motor support disk. The motor was tested outside of the device and passed.